Event description:
This event involves a patient who underwent left breast reconstruction surgery. Intraoperatively the o.r. Table was unable to be placed in the trendelenburg position. The patient required transfer to another o.r. Table. The procedure was completed without incident. The patient remained anesthetized during the transfer. The patient experienced no sequeladevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed. Results of evaluation: component failure, mechanical problem, component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.